Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed no atrial or ventricular outputs when programmed ddi unipolar. The no atrial and ventricular output condition was the result of lifted output bond wires.

Event description:
It was reported that the patient was taken to the ER. Sensing and capture in the atrium and ventricle was not possible. Impedance in the atrium and ventricle was > 9999 ohms. The device was explanted. No further patient complications have been reported as a result of this event.